Event description:
Visual evaluation of the returned samples were analyzed by jfrl and the report has been uploaded for reference. Accordingly to the results, no anomaly was found with the returned product. A functional test was completed and the n35 could be connected to c35 without anomaly or defect. As a result, jfrl was not able to verify the reported issue.

Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the customer¿s indicated failure modes for ink splatter and stopper molding defect with the incident lot were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure modes for ink splatter and stopper molding defect with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd vacutainer® sodium fluoride edta (fe) blood collection tube had foreign matter embedded in the stopper, and 2 tubes had ink splattering on their stoppers. All defects were found before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the stopper was diry. The tubes were dirty."